Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient inadvertently received 50units of insulin instead of the intended 0.5units. The reporter noted that emergency services (ems) was contacted and the patient was taken to the hospital. Ems reportedly started the patient on an IV. The reporter was unsure of how the patient was treated at the hospital, stating only that the patient received a syringe injection of an unknown substance and an IV solution of an unknown substance. During a follow-up call, the reporter stated that the patient¿s bg early the following morning was 53mg/dl with no signs or symptoms of hyperglycemia, and at the time of the follow-up call the patient¿s bg was reportedly within normal range. The pump was reportedly resumed and the patient was reportedly discharged from the hospital with no further issues. There was no indication or allegation of a pump defect. This complaint is being reported based on the allegation that the patient sought medical intervention to prevent severe hypoglycemia after inadvertently receiving a higher than intended amount of insulin while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: there are no 50 unit boluses in pump history. A 5 unit bolus observed in bolus history on 1/28/14 at 5:37 pm. Patient settings show max bolus set to 8 units. Daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required specifications. Pumps maximum possible bolus setting is 35 units. There is no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.